Event description:
It was reported that the patient presented into the emergency room after receiving a patient alert. An anomaly at the distal end of the lead, oversensing and an increase in capture threshold were noted. The lead was capped and replaced. The patient condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.